Manufacturer narrative:
Investigation results were made available. Device history records (DHR): lot#: 2914837 ref#: 4244. Yield: 50. Delivered: 47. Scrapped: 3. Reason for scrapping: internal scrap. The device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend considering the following event is identified: damaged thread. A trend is identified if at least one of the following criteria is met: 3 similar events within 1 month for the same item number. 6 similar events within 6 months for the same item number. 2 similar events for the same lot number. Review of event description: an allofit alloclassic shell (ref: 4244 lot: 2914837) has been received. It has been reported that after preparation of the acetabulum with a reamer, the surgeon connected the definitive implant to the inserter instrument. Already then he realized that the thread did not perform as usual. Nevertheless, the surgeon tried to implant the shell. As the surgeon encountered difficulties during insertion, he removed the shell and, without difficulty, implanted a new shell. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents received. Devices analysis: visual examination: the allofit alloclassic shell shows a small area with deformed teethes and some residues of bone on the outer surface. Otherwise, no considerable deteriorations, deformations or imperfections can be seen on the outside. The inside of the shell shows scratches and abrasion next to the thread and colour changes at the rim area. The thread itself is deformed and shows abrasion as well. Measurements: to ensure the shell has correct dimensions, relevant characteristic according to the inspection plan were measured with a caliper. Characteristic no. 4 feature ¿dimension 51.44 +0.2/-0.2¿. Specification: max. 51.64mm; min. 51.24mm. Measured value: 51.25mm. Characteristic no. 16 feature ¿dimension 48 +0.3/-0.3¿. Specification: max. 48.3mm; min. 47.7mm. Measured value: 48.08mm. Conclusion: the size of the shell can be confirmed (based on the outer diameters). Characteristic no. 18 feature ¿dimension 23.518 +0.3/-0.3¿. Specification: max. 23.818mm; min. 23.218mm. Measured value: 23.72mm. Conclusion: the height of the shell can be confirmed. Functional test: a functional test was performed intending to connect the received alloclassic shell to the inserter instrument (ref: 01.00502.005), according to the corresponding step in surgical technique 06.01205.012 rev. 07, page 6, section "final implant insertion allofit shell without screw holes". However, as the thread is highly deformed, the inserter cannot be connected to the received shell in its current state. Based on this functional test the reported event "thread does not perform as intended" can be confirmed. Review of product documentation compatibility: no compatibility check can be performed as only one product has been reported. Inspection plan: characteristic no. 4 feature ¿dimension 51.44 +0.2/-0.2¿ with scope of testing: 100% qualitative inspection with gauge, quantitvative inspection aql 0.65 and automated inspection aql 1.0. Means of inspection: caliper. Characteristic no. 16 feature ¿dimension 48 +0.3/-0.3¿ with scope of testing: quantitvative inspection aql 0.65 and automated inspection aql 1.0. Means of inspection: caliper. Characteristic no. 18 feature ¿dimension 23.518 +0.3/-0.3¿ with scope of testing: visual inspection aql 1.0 and quantitative inspection aql 2.5. Means of inspection: altimeter. Characteristic no. 40 feature screw thread m8 x 1¿ with scope of testing: visual inspection aql 0.65, qualitative inspection aql 1.0 and automated inspection aql 2.5. Means of inspection: thread plug gauge. Surgical technique 06.01205.012 rev. 07, page 6, section "final implant insertion allofit shell without screw holes": connect the inserter to the final implant and seat the shell into the acetabulum with a 40 ¿ 45° inclination and 10 ¿ 15° anterversion. Any soft tissue which remains between the bone and the implant must be resected. It is absolutely essential to align the shell before tapping in and maintain the selected setting direction. Root cause analysis: root cause determination using dfmea: deformation of the shell (due to load), difficulties in inserting the liner due to inhomogeneous pelvis bone conditions. Not possible: as nothing indicates the presence of inhomogenous bone conditions, that could have led to a deformation of the shell and consequently of the thread. Damage of the shell (cause: impaction during implantation or revision) due to high load due to impaction during the primary implantation or revision. Possible: as the deformation of the thread indicates an abnormal application of force. Difficulties to assemble components due to high load due to impaction during the primary implantation or revision leading to damage of the screw thread of the shell. Possible: as the deformation of the thread impairs the connection to the inserter and other components. Implant is damaged due to inadequate packaging. Not possible: as the reported event is not related to inadequate packaging. Conclusion summary based on the returned product and the given information the complaint, suggesting a damage of the thread, could be confirmed. The visual examination clearly showed the deformation of the thread. The functional test did confirm that the inserter cannot be connected to the shell in its current state. The quality records show that all specified characteristics (material, dimensions, surface, etc.) Have met the specifications valid at the time of production. Therefore, it can be assumed that the damage of the thread was caused by a misalignment while the inserter was screwed in the thread of the implant. Further, the deformation marks assume an extraordinary application of force, most likely caused during impaction. Concluding, based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).

Event description:
It was reported that an implantation surgery was planned with an allofit alloclassic shell 50/hh. During the surgery, the surgeon tried to connect the inserter with the shell. It was reported that the surgeon realized that the thread did not perform as usual. Since he couldn't manage to insert the shell, he opened a new one and was able to implant it without difficulties.

Manufacturer narrative:
The device was received, the investigation is pending. The device history records were reviewed and found to be conforming. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
It was reported that the patient was implanted an allofit alloclassic shell 50/hh on an unknown side on (B)(6) 2017. During the surgery the surgeon tried to connect the inserter with the shell. Since he couldn't manage to insert the shell, he opened a new one and was able to implant it without difficulties.